Event description:
Device malfunction: device #1 suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the proglide device after an unspecified procedure. Reportedly, upon withdrawal of the plunger the "sutures did not catch". The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using an angioseal. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
Device #2 proglide part# 12673-03, lot# 65167-6h indicated is being filed under a separate medwatch MFR number. The device has been returned. Investigation is not complete.